Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2007 due to ¿bladder and uterus bulging out of vagina, husband and (plaintiff) afraid to have sex.¿ (plaintiff); vaginal/uterine prolapse, rectocele, cystocele, enterocele (per checklist). Following insertion the patient experienced pain, prolapse, dyspareunia, stress and anxiety. It was reported that patient underwent a procedure (sling adjust) in 2008 (only approximate year provided).

Manufacturer narrative:
(B)(6) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2008 and mesh were implanted. No clarifying information is provided. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.